Event description:
Customer reported that he was in a car accident while wearing the insulin pump. The customer's blood glucose readings went down to 30 mg/dl, however customer was not hospitalized. Customer also stated that he was high couple weeks ago, however declined any trouble shooting. Customer stated that he is not concerned with the operation of the insulin pump. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.